Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for analysis. The stent damage and difficulty to position were able to be confirmed. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the circumflex artery with an acute angle tortuosity, the 2.25 x 28 mm xience alpine stent delivery system (sds) was being advanced in the guide catheter, but required additional support. While being removed unspecified resistance was met and outside the anatomy a bent/flared stent strut was noted. Another xience alpine was implanted without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.